Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted a recurrent hernia and migration of mesh. It was reported that the patient experienced severe pain and inflammation. It was reported that the patient had a mesh implanted on (B)(6) 2013 which was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA:7/21/2022.

Manufacturer narrative:
Date sent to the FDA: 7/26/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.